Event description:
The customer reported the system displayed a generator error and the screen went black. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the high voltage cable connectors. System operates as intended. (B)(4).